Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking from the o-ring. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 270-271 mg/dl.